Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from vietnam regarding peritonitis in a male homechoice peritoneal dialysis (pd) patient who was born in 1950. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain, diarrhea, vomiting, and cloudy effluent. The patient was hospitalized on the same day for the peritonitis. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. Antibiotic (unknown) therapy was started (date unknown). The peritonitis was ongoing and improved. The patient's medical history included end stage renal disease (esrd) and hypertension. The reporter believed that the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). Root cause for the peritonitis was not identified due to insufficient information available. Since the lot number was unknown and no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.